Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's husband was trying to recharge the ins because they were told they needed to charge every other day. They were getting 0 coupling bars when attempting to recharge the ins with the ins recharger. It was reviewed to the patient's husband that they should wait until the incision is fully healed and get approval from the healthcare provider before starting to recharge. It was reviewing that starting to recharge immediately after the implant is not recommended because it could be difficult with wound dressing and swelling. Troubleshooting to recharge the ins was not done because of this but the patient programmer did say that it was at 100 percent. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the patient's husband saying they cannot get more than 2 bars coupling since they first tried to charge. They can usually get 2 when the patient is standing. Re-positioning the antenna and turning the dial did not resolve the issue. The husband says the ins in her chest and goes into her breast tissue some. They are not able to palpate the ins but says they have been given approval to charge and that there isn't any swelling in the area. Caller will follow-up with the healthcare provider and make sure the ins recharger is working properly and to check the pocket. They have an appointment and the ins is at 50%. They will try and keep charging to maintain therapy. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.